Manufacturer narrative:
This was event was determined to be supplemental information, and the investigation will be reported under MFR# 3003306248-2024-04384.

Event description:
It was reported that the centrimag monitor displayed m5 error with the motor unable to maintain set speed of 4500rpm. Different motor and console combinations were tested and one motor was isolated for having consistent issues. No log files were available for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.